Manufacturer narrative:
The device was received with elective replacement indicator (eri) flag triggered on (B)(6) 2011 (prior to implant) with a battery voltage of 2.77 v. Visual inspection found cautery marks on the pacer can. Eri flag triggered prior to implant date is consistent with exposure to electrocautery. Electrical and mechanical analysis performed, including sensing test under nominal and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, noise was observed on the leads when the device can was tapped. The measurements taken directly from the leads were normal, with no noise. The new device was successfully implanted. The patient was stable with no consequences.